Event description:
It was reported that before the case the threads of the cup inserter were damaged and would not assemble with the shell. Another inserter was used to complete the case. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon visual inspection the threads on the dip of the device are damaged and could not be checked with a gauge. There are impact marks to the strike plate and damage to the shaft of the device. The complaint was confirmed based on an evaluation of the returned product. DHR was reviewed and no discrepancies related to the report event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.